Event description:
When inserting a 5.5 cannulated screw, the threads sheared off. The screw and a portion of the threads were removed from the patient. No adverse condition to the patient was reported.

Manufacturer narrative:
Visual inspection of the screw resulted in two critical observations: where the thread was removed from the shaft (the grey, un-anodized surface was blunt and rounded, not jagged; the missing portion of thread traverses the self tapping and flutes. Based on these two observations, ohsd engineering and metallurgical consultant concluded that the failure of this screw was not due to a mfg defect, but most likely due to interference from a sharp piece of metal in the path of the screw, possibly a guidewire.